Event description:
During a laparoscopic gastric bypass procedure, the pt had 14 cm abdominal wall. 15 cm was barely able to make entry. Upon removal, procedure was converted to open as the first trocar had the tip of cannulla bent. The second trocar, the tip of the canulla was broken off as well as the base. Pieces were removed from pt, although procedure was decided to continue open rather than laparoscopically because of the pt's abdominal wall thickness restricting laparoscopic bypass. Pieces caught in subfacia - and removed with graspers. Pt is fine otherwise.